Event description:
Caller reported an issue with a cgm error 42 on their device. There was no adverse impact to the customer¿s blood glucose level as a result of this error. Technical support provided comprehensive guidance for resetting the pump, and after successfully following the instructions, the customer was able to initiate a new sensor session without any further errors.